Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 43.0-43.4cm, 45.5-46.0cm, and 46.2-46.4cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.